Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill notifications when attempting to load multiple cartridges. Reportedly, the cartridge was filled with 200 units. The customer's blood glucose level was 133 mg/dl.